Event description:
It was reported that during the placement of the array fixation pin using the array guide the pin bound with the array guide and the user had difficulty removing the array guide from the array fixation pin. This was during a cadaver lab demonstration of the product.

Manufacturer narrative:
The report of the difficulty removing the array guide from the array fixation pin could be due to tolerance interference fit where the inner diameter (ID) of the array guide and the outer diameter (od) of the fixation pin or other contributing factors. This was a product demonstration lab. However, there is possibility for the fixation pin to be unable to be removed from the array guide and the patient bone. Therefore, think surgical decided on (B)(6)2024 to report to the FDA and voluntarily remove the array guide from the field.